Event description:
It was reported that insulin gauge on pump displayed amount different than what customer expected, showing a fill estimate of 26 units instead of 260 units while insulin continued to be delivered. There was no reported impact to the customer¿s blood glucose level. Customer confirmed using room temperature insulin, removing air from cartridge, and reusing cartridge, was educated that cartridges were intended for single use, declined to load new cartridge, chose to continue using current cartridge, and was advised to follow up if needed.